Event description:
It was reported that the device battery voltage measurement was being questioned and suspected of early battery depletion. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.65 v, while the daily battery voltage measurement was 2.92 v. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage measurement was being questioned and suspected of early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.65 v, while the daily battery voltage measurement was 2.92 v. The device is part of the advisory for this model. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.